Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (battery life with damage/moist) issue. Reportedly, the battery compartment was cracked. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 11/09/2016 device evaluation: the device has been returned and evaluated by product analysis on 10/14/2016 with the following findings: pump returned with corrosion in the battery compartment. Battery compartment is cracked above & below the bumper pad. No damage found to returned battery cap. Returned battery cap is able to carefully attach to the pump & power it up. Pump current draws measured with in specification. A battery life issue was not duplicated during testing. The black box shows unusual fluctuation of voltage on (B)(6) 2016 at 22:46. Audio bolus button cover is torn; the button is still operable.. Leak test fails due to battery compartment leak & bolus button leak. Removed pump cover; no further evidence of moisture was observed. No damage to the power circuit or battery flex was found.